Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she was feeling overstimulation at the ipg site. Since implant, the ipg had reportedly become loose in the pocket due to the patient's recent weight loss. Her ipg was removed and replaced on (B)(6) 2010, and f/u on the pt found that she is doing well. The explanted device was returned to the MFR on (B)(6) 2010.

Manufacturer narrative:
Eval: method: the device history and sterilization record were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.